Manufacturer narrative:
As the sample was retested and resulted as expected, cannot rule out the initial vial may have been compromised causing the reported problem.

Event description:
On (B)(6) 2016 a customer reported unexpected positive (1+) weak d reactivity using anti-d (monoclonal blend) series 4 lot 504705 on an rh negative patient sample. No adverse event occurred due to the unexpected result.